Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance of more than 2000 ohms. Additional information obtained from the field representative that the cause of high pli had not been determined. It was believed that the ra lead was fractured but was never confirmed. Further, there is nothing wrong with the right ventricular (rv) lead. The physician decided to implant the entire system. The pacemaker was explanted while the ra lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.